Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 18, 2019 that a lighttrail single use 270um laser fiber used in a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber was broken inside the patient. The fiber fragment was not retrieved. A follow-up CT scan was scheduled for three weeks after the incident. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.